Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they experienced high blood glucose level 569 mg/dl. Customer was using insulin ump within 48 hours of reported event. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. Customer declined to check setting of insulin pump. Device will not returned for analysis.